Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to changes around the implant site. The physician reported no infection, confirmed via negative cultures; however, suspect a granuloma reaction at the suture site. The physician alleged no product involvement and reported the patient was stable and not pacemaker dependent. No return of product is expected.